Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient experiencing manifestations of tmj disorder/dysfunction with reduction and pain, as well as misalignment of teeth which included worsening of incisor position; proclination of lower incisor which were already too proclined. Doctor advised to discontinue the use of the byte aligner.